Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. To prevent injury to the patient, the instruction manual warns not to advance the device if resistance is felt or the dilator is missing. The placement of the dilator/sheath assembly must also be confirmed via fluoroscopy. The instruction manual also specifies compatible guidewire dimensions, and also contains pre-procedure instructions to inspect the device for damage before use.

Event description:
Olympus was informed that at the beginning of a ureteroscopy procedure, the inner dilator tip of the device fell off into the patient while the device was being advanced into the ureter over a guidewire. It was reported that during advancement of the device, resistance was felt, and x-ray confirmed that the fallen off tip was no longer in the ureter. The fallen off device tip was flushed out of the bladder with an ellik device. It was reported that the patient sustained a mild degree of tissue trauma due to the event. The stent associated with the initial procedure was left in place to address the tissue trauma. The procedure was completed with another similar device. It was reported that the patient is currently doing well.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of OEM assessment and to update some sections. The device was returned to olympus for evaluation; the evaluation is currently in process. The OEM also performed an assessment of the failure based on photos of the breakage and analysis of prior similar complaints. The OEM noted that a potential factor is exposure of the device to environmental factors such as light and/or heat prior to use, resulting in material degradation. The OEM stated that the product met specifications at the time of manufacture.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found the product met all specifications at the time of manufactured.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken off tip. The broken off fragment, which measured approximately 0.50 inches, was also returned for evaluation. All dilator tip material was accounted for, with no indication of material left behind in the patient.